Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the laser was firing out the end of the fiber, not the side, following the aiming beam. The fiber was exchanged and the procedure was completed utilizing the second fiber. "No injury to the patient or user in any capacity" was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.